Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a lines on the screen and they cannot read the details on the screen. Customer's blood glucose level was 273 mg/dl. Troubleshooting was done for cosmetic damage. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Insulin pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.